Manufacturer narrative:
Follow up info received on (B)(6) 2014: acknowledgement from health authority was received. The ha number added (B)(4). On (B)(6) 2014 completed spontaneous report form received from physician: the patient demographics info was provided which includes initials, gender, date of birth, body mass index (30kg/m2) and ethnic origin. No concomitant diseases were reported. The patients medical history of left salpingectomy. Tried essure. The device did not detach despite following the right steps. Waited 5 minutes still will not detach from insert. Then when tried to detach elongated into an over 50 inch spiral. Essure batch number (b06097) and indication (contraception) provided. Will have hysterosalpingography in another 2 months to confirm tubal blockage ((B)(6) 2014). This case was considered complete. No further info expected. Case closed. Company casuality comment: this medically confirmed, spontaneous case report, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the catheter will not come away then the physician pulled it and the device elongated to more than 40 inches and there was some sore of device still in there (complication of device insertion). These event, interpreted as device deployment issue, handling issue (device elongated) and breakage (sort of device still in there) are non-serious. The reported device breakage; is unlisted on the reference safety info for essure and was considered a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining events are listed and non-incidents. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties at insert deployment, and during catheter removal, the essure elongated and some sort of device remained in the patient. A product technical analysis will be requested for further evaluation of the reported events, however considering that they occurred in association with essure placement procedure, their a casual relationship with the suspect insert cannot be excluded. Follow-up info is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on (B)(6)2014 which refers to a female patient of unspecified age who has essure (fallopian tube occlusion insert) lot number b06097 expiration date (B)(6) 2016 inserted on (B)(6) 2014 and the following situation was reported. Physician stated that once the device was deployed and final rolled back the catheter will not come away and separate. The button was pressed again and waited for 3 minutes to allow time but no luck. After 5 minutes of total wait and then slight movements on the catheter still no luck. Physician then had to pull the catheter to separate it from the patient. As it was done essure elongated to more than 40 inches but there was some sort of device still in there. No further info was provided.

Manufacturer narrative:
Ptc investigation result was received on 20-aug-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. The product was returned to bayer UK, see attached pictures for detail. No microinsert was returned. The large tight pitch coil found to be stretched. No breakage was observed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of a detachment difficulty event during the procedure is an anticipated event. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure also is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the case reported complication of insertion due to a deployment issue as well as use error and breakage. The reported events are not necessarily indicative of a quality defect. Two (2) additional ae case report has been received to date in relation to batch number b06097 but only one (1) of these cases refers to a breakage event as well as other similar events. No unusual pattern can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. Complaint sample was provided for technical investigation. The technical investigation stated that no micro-insert was returned and the large tight pitch coil found to be stretched. Rqu unable to confirm any quality defect or device malfunction. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that detachment difficulty and breakage events are anticipated events. Based on the information available, there is no reason to suspect a quality defect. Ptc investigation result was received on 01-sep-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: 1) rollback to initial hard stop. 2) depress button. 3) perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the IFU, the micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the insert's grip on the delivery wire, and potential manufacturing deficiencies. The product was returned to bayer UK, see attached pictures for detail. No microinsert was returned. The large tight pitch coil found to be stretched. No breakage was observed. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of a detachment difficulty event during the procedure is an anticipated event. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure also is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the case reported complication of insertion due to a deployment issue as well as use error and breakage. The reported events are not necessarily indicative of a quality defect. Two (2) additional ae case report has been received to date in relation to batch number b06097 but only one (1) of these cases refers to a breakage event as well as other similar events. No unusual pattern can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. Complaint sample was provided for technical investigation. The technical investigation stated that no micro-insert was returned and the large tight pitch coil found to be stretched. Rqu unable to confirm an quality defect or device malfunction. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect" and noted that detachment difficulty and breakage events are anticipated events. Based on the information available, there is no reason to suspect a quality defect. After a close review of this case on 12-sep-2014: initial receipt date correct is 02-jul-2014. The number of devices involved was amended to 1 in EU/ca tab and the event essure was inserted in a patient with only one fallopian tube was deleted. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. Bayer is closely monitoring the benefit-risk profile of essure, this includes consideration of the legacy cases in safety analyses. The cumulative review of the re-coded legacy reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the catheter will not come away then the physician pulled it and the device elongated to more than 40 inches and there was some sort of device still in there (complication of device insertion). These events, interpreted as device deployment issue, handling issue (device elongated) and breakage (sort of device still in there) are non-serious. Upon receipt of technical investigation, the event there was some sort of device still in there, interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated). It was regarded as other reportable incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The remaining events are listed and non-incidents. Single cases of essure breakage have been reported. In this particular case, the physician had difficulties at insert deployment, and during catheter removal, the essure elongated and some sort of device remained in the patient; considering that the reported events occurred in association with essure placement procedure, their a causal relationship with the suspect insert cannot be excluded. The product technical complaint (ptc) technical investigation concluded "unconfirmed quality defect" and noted that detachment difficulty and breakage are anticipated events. Medical ptc assessment considered that based on the information available, there is no reason to suspect a quality defect. The event essure was inserted in a patient with only one fallopian tube (considered as off label use) was deleted. No further information is expected.

Manufacturer narrative:
Follow up 02-feb-2015: despite of follow up attempts to obtain the hsg results, no response was received from the physician. No new information was provided. Case closed. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on 03-feb-2015 for the following meddra preferred term: device breakage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the catheter will not come away/devices were in the tube and had no coils visible then the physician pulled it and the device elongated to more than 40 inches and there was some sort of device still in there (complication of device insertion). These events, interpreted as device deployment issue, handling issue (device elongated) and breakage (sort of device still in there) are non-serious. Upon receipt of technical investigation, the event there was some sort of device still in there, interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated). The remaining events are listed. Single cases of essure breakage have been reported. In this particular case, considering that the reported events occurred in association with essure placement procedure, their a causal relationship with the suspect insert cannot be excluded. The product technical complaint (ptc) technical investigation concluded "unconfirmed quality defect" and noted that detachment difficulty and breakage are anticipated events. Medical ptc assessment considered that based on the information available, there is no reason to suspect a quality defect. This case was regarded as other reportable incident, due to device breakage.

Manufacturer narrative:
Follow-up information received on (B)(4) 2014 (clarification with physician and staff): it was confirmed that the catheter handle that was returned with the extended coil did deploy as the device was not attached on removal. The reason the physician thought it had not deployed initially was because she saw the extended catheter and thought that was the device. Reporter believed that the devices were in the tube and had no coils visible. Patient was awaiting the hsg (hysterosalpingogram). The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. Bayer is closely monitoring the benefit-risk profile of essure, this includes consideration of the legacy cases in safety analyses. The cumulative review of the re-coded legacy reports has not yielded any new safety signal. Company causality comment: this medically confirmed, spontaneous case report, refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the catheter will not come away/devices were in the tube and had no coils visible then the physician pulled it and the device elongated to more than 40 inches and there was some sort of device still in there (complication of device insertion). These events, interpreted as device deployment issue, handling issue (device elongated) and breakage (sort of device still in there) are non-serious. Upon receipt of technical investigation, the event there was some sort of device still in there, interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated). The remaining events are listed. Single cases of essure breakage have been reported. In this particular case, considering that the reported events occurred in association with essure placement procedure, their a causal relationship with the suspect insert cannot be excluded. The product technical complaint (ptc) technical investigation concluded "unconfirmed quality defect" and noted that detachment difficulty and breakage are anticipated events. Medical ptc assessment considered that based on the information available, there is no reason to suspect a quality defect. This case was regarded as other reportable incident, due to device breakage. Further information (hysterosalpingogram results) is being sought.